Event description:
Ketosis: a woman from canada reported that she was treated in the emergency room due to ketoacidosis. Prior to the treatment in the emergency room the woman experienced elevated blood glucose levels, fainting, vomiting and extreme fatigue for almost a week. The woman treated the elevated blood glucose levels herself with injections of novolin n (rdna) insulin and humalog insulin. In the hosp the woman was treated with insulin and intravenous saline and glucose for 12 hours. After this, self-injection of novolin n and humalog was tried. Within a few hours, however, she again experienced ketoacidosis. After two days of examination for blood infections, heart disease, and kidney failure, the novopen was tested without injecting into the woman. The device jammed up, dripped and then streamed insulin. Insulin delivery was found unreliable. The novopen loaded with novolin r (rdna) insulin was also faulty. The woman complained that there was no indication of the devices concerning expiration date or when it should be checked. She also complained that the device is bulky and difficult to use. The treating physician reported that the woman was admitted with mild ketoacidosis and had a recurrent event in the hosp after blockage of the novopen. The physician stated that the event was related to the insulin injection device which resulted in a lack of delivery of the novolin n insulin. The woman injected without verifying that the insulin was visible with an air shot and did not realize that the insulin was not delivered.